Event description:
It was reported that tubing of a clearlink extension set splits when injecting contrast. It is unknown at what step this condition occurred. The customer states that they used the tubing with a power injector. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.